Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just for clarification, did the knife not return to the home position? --- no. The event occurred after the cartridge half and anvil half were combined. Then the knob could not be returned to the home position, so the device was replaced. Were there any issues in opening the device? --- no.

Event description:
It was reported that during a lap ileocecal resection, the firing knob was positioned on the right side and did not return to the home position at the 2nd firing. Reinforcement material was not used. A competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ntlc75 device was received in good visual condition and with a reload present. The reload was returned fully fired with the knife inside the doghouse. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.